Event description:
The customer contact reported a delay in therapy during an alarm condition. At an unspecified time, the device was programmed to deliver unspecified doses of levophed, neo-synephrine, pitressin, and nimbex and the deliveries were started. No specific programming parameters were provided. At approximately 1100, the nurse unplugged the device from the ac outlet in order to transfer the patient to the nuclear medicine department for a teg (thromboelastogram) brain scan. Immediately after the device was unplugged, the device read "read low battery and began to alarm loudly." Reportedly, levophed and neo-synephrine were given IV push to "maintain the patient's blood pressure". The device was removed from the clinical service.